Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle hub separated before use. The following information was provided by the initial reporter: the customer reported about needle hub separation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-20. : investigation summary customer returned four (4) 29gx12.7mm, 0.3ml bd insulin syringes from lot 9294643. Consumer reported needle hub separation. All 4 returned syringes were examined, and it was observed that none of the syringes exhibited needle hub separation; removing the cannula shields from each of the 4 syringes did not result in hub separation. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9294643. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200858396, 200858597, 200842714] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
(B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1; occurrence: a complaint history check was performed, and this is the 5th related complaint for needle hub separates on lot # 9294643. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured, and addressed. Investigation summary: no samples (including photos) were returned. Therefore, the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9294643. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200858396, 200858597, 200842714] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples, or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle hub separated before use. The following information was provided by the initial reporter: the customer reported about needle hub separation.